Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead was implanted with a straight stylet and the lead became stuck in the atrium near the valve. Attempts were made to remove the lead, but were not successful. The physician elected to keep this lead in the atrium and connect it to the atrial port. It was reported this lead will not be used as a valid lead, but as a method to surgically abandon it. A new right ventricular lead was successfully implanted by inserting it through the same stick, which resulted in a lot of bleeding. Shortly after the procedure, the patient became short of breath and symptomatic. A chest x-ray revealed a hemothorax. The patient had a chest tube installed and 500 ml of blood was drained. The physician felt the stick and leakage around where the leads entered the vein lead to the hemothorax.